Event description:
Baxter's corporate product surveillance was notified by the baxter sales rep that a facility reported an unremediated colleague infusion pump with software version 5.04.00 overinfused during pt use. The female pt had unintentionally received an increased dose of heparin. The nurse was to administer the unk concentration of heparin in units/kg/hr; however, the nurse administered the dose in units/hr. It was determined by the facility that the nurse went outside the dose parameters and did not have a second nurse verify the dose mode prior to infusion. As a result of the overinfusion, the pt required a blood transfusion; however, the pt was reported to be doing well. It was indicated that the facility had recently updated their drug library. Add'l info received from the baxter sales rep is as follows: the sales rep indicated that he was working with the facility concerning this report and learned that it was due to user error. In 2008, the colleague library was updated and a change to the heparin dose mode was made from units/hr to units/kg/hr. The library was later updated and heparin was returned back to units/hr, but not every pump was cloned. The sales rep indicated that the facility is the one who updates their colleague's drug library and clones their pumps. In 2007, the day shift nurse programmed 12.5 units/kg/hr. The order was for 650 units/hr. The pump was stopped at 2:30 pm and remained stopped for the entire night shift. In 2008, during the day shift, the pt's partial thromboplastin time (ptt) was 300. Heparin was held and the original bag still hung. Heparin was supposed to start at 0800, but upon the nurse's assessment, heparin was not restarted. The nurse pulled the physician's order sheet at 14:30 and the order was to restart heparin 4 hours after the sheet was pulled; the pt's ptt was 33. At 18:30, heparin was restarted, but the program was outside the dose limit and the nurse did not get a second nurse verification. At 25,000 units were entered on a 500 cubic centimeter (cc) bag on guardian, the pump alarmed, and the nurse manually overrode the limit. The facility indicated that they concluded that the error stemmed from changing dose modes, uncloned pumps and nurse distraction. The facility also indicated that there was no pump malfunction associated with the incident, and that the pump did what it was supposed to do. The customer has indicated that the pump will not be returned for eval.